Event description:
After iabp placed in operating room, staff noticed iabp helium leak alarm. Attempts to troubleshoot by reinflating balloon, repositioning, etc. Failed to stop alarm. Changed iabp console but continued to alarm intermittently.